Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The control module was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The control module was replaced to resolve the issue.

Event description:
The hospital reported a malfunction causing a system required restart resulting in a loss of mechanical ventilation during pre-use checkout. There was no report of patient involvement.